Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a cause for the reported slda resulting in migration could not be determined. The reported mr appears to be a cascading effect of slda. The reported patient effects of mr as listed in the mitraclip system instructions for use (IFU), is known possible complication associated with mitraclip procedures. The reported removal of foreign body, and surgical procedure were a result of case-specific circumstances as patient underwent mitral valve replacement surgery to treat the mr and remove the gripper line. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was difficult due to the presence of a surgical patch at the fossa making the puncture too anterior. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted without issue. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The posterior was very unstable. Mr remained at 4. There was no tissue damage noted. However, it was decided to transfer the patient to surgery for mitral valve replacement. The physician decided to leave the gripper line in place to avoid embolization of the clip before surgery. No additional information was provided.